Manufacturer narrative:
(B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video found that an external fluid leakage at the connection header/housing was visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a polyflux 140h set, an external leakage was observed at the housing. There was no patient injury or medical intervention associated with this event. No additional information is available.